Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h2: additional information: block b5 (describe event or problem) and imdrf device code have been updated to (B)(6) and a22 to capture that this event will no longer be reportable.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the withdrawal or closure, after the intestinal adenoma was removed with a snare to close the wound using clip, the endoscope was withdrawn, and it was noted that the clip had fallen off from the wound. Additionally, it was found that one of the clip arms was bent. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. **additional information received on may 10, 2023** it was clarified that when withdrawing the scope, one corner of the clip was crooked, which resulting in the detaching of the clip. The scope was not completely out of the patient when they noticed that the clip fell off.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a051201 captures the reportable event of device dislodged or dislocated.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. An intestinal adenoma was removed with a snare to close the wound using a clip. After the end of the procedure, the endoscope was withdrawn, and it was noted that the clip had fallen off from the wound. Additionally, it was found that one of the clip arms was bent. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.